Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. A small amount of tissue and charred blood were observed on the heating element. There was blood observed on the harvesting tool handle. The heating wire appeared to be slightly bent at the center of the hot jaw, but remained attached at the tip and the base of the jaws. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. The device would not activate with manipulation of the toggle switch. The toggle switch was opened and the contents were observed. There were no defects observed. The shrink tubing was fully removed from the hemopro2 shaft tip and a visual inspection determined that the shaft pin was aligned equally. The shaft pin was removed to inspect the integrity of the wiring. The insulation/wiring was intact with no defects. With the handle removed, a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply. Device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations. Based on the results of the evaluation, the reported complaint is confirmed for the reported failure mode "failure to deliver energy" as well as the analyzed failure mode "bent wire. Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tool/jaw didn¿t work. There was no power coming from the power box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tool/jaw didn¿t work. There was no power coming from the power box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.